Manufacturer narrative:
The field service engineer (fse) observed the upper sheath restrictor coil (vc12) tubing disconnected causing fluid to leak onto the right stack sensor triggering the right stack error messages. The tubing at the upper sheath restrictor was reconnected and secured using a collar and the right stack senor and flag was dried using gauze and canned air. (B)(4).

Event description:
The customer reported their coulter lh 750 hematology analyzer was leaking an unknown volume of diluent that was not contained which triggered right stack (load bay) full error messages. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.